Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was provided: the suture was detached from the needle after 2 ¿ 3 passing of the needle-suture through the tissue. It was found that the suture had been torn. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off the suture? Did the suture break? Please provide photos.

Event description:
It was reported that a patient underwent a posterior spinal fusion procedure on (B)(6) 2017 and barbed suture was used. While suturing the fascia by continuous suturing, the surgeon noticed that the suture had been torn at its middle. He stopped using the needle-suture. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) additional information was requested and the following was obtained: did the needle pull off the suture? No, it was not reported the surgeon pulled off the suture. Did the suture break? Yes, the suture had been torn at its middle. During the visual inspection of sample, the swage and attachment area of the needle were as expected, marks could be observed on the body needle appears to be by the use of a surgical instrument. The suture pieces present body fluids and damage some the barbs. In addition, barbs were slice and the ends were busted. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the sample condition the assignable of the performance - breakage suture, suggest an improper handling of the sample.